Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product disposition is unknown.

Event description:
Removal of 5.0mm screw that backed out, and broke in half of t2 ankle arthrodesis nail.